Manufacturer narrative:
Device not returned to manufacturer. There was no injury of any sort.

Event description:
Safety huber administration set was not able to lock out. There was no injury of any sort.